Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. There was no problem detected with regard to recognition/engagement functionality. The instrument was found to have a broken bipolar yaw pulley causing the grip cable crimp to be dislodged. Broken piece is missing as a result of breakage. Approximately .014¿ x .025¿ was broken off. The instrument was found to have a dislodged conductor wire at the distal end. No wire damage was found and the electrical continuity test passed.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the instrument was not recognized. The procedure was completed with no reported injury.